Manufacturer narrative:
Device not returned for eval; lot number unk.

Event description:
Core biopsy performed on (B)(6) 2011. Wire on wand (probe) capture basket broke during biopsy procedure. Fragment(s) of wire left behind in pt. Physician elected to leave fragment(s) in place. Intact medical notified of incident on (B)(6) 2011.